Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, customer is requesting pn 27992-001a to replace inventory stock and turbine file to program new board. Parts ordered was submitted for fulfillment. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was alarming transducer fault, low pip (low peak inspiratory pressure) and low ve (minute ventilation) during setup prior patient use. There is no patient involvement associated with the reported event.